Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2014, the reporter contacted animas, alleging that the pump was emitting recurring call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2014 with the following findings:a review of the black box and pump histories indicated call service alarms had occurred. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, the pump casing was removed and investigation revealed corrosion on multiple internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.